Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: stent: xience xpedition 3.0x48, 3.0x34; balloon catheter: maverick 3.0x20. (B)(4). There was no reported device malfunction. The product was not returned as it remains in the anatomy. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure on (B)(6) due to acute myocardial infarction of the 95% stenosed right coronary artery (rca), the physician implanted a xience xpedition at the mid rca and one stent at the proximal rca. The result was good after stenting. A severe chronic lesion at the proximal left anterior descending (lad) was noted and treatment with abbott and non-abbott stents was attempted but the devices failed to cross the lesion. During balloon dilatation with a non-abbott device the patient's blood pressure dropped and loss of consciousness occurred. Cardiopulmonary resuscitation (CPR) was performed immediately and a 2.75/23 xience xpedition stent was used at the left main for protection of the artery. Intra-aortic balloon pump (iabp) and extra-corporeal membrane oxygenation (ECMO) were used and the patient was stabilized then sent for bypass heart surgery (CABG). The next day, the patient died. The cause of death was not provided. No additional information was provided.